Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsi-hd, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1154294 rev. H (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer advised that the elevating legrests are bending under the weight and that they are not made of material strong enough to hold properly. He advised he has already straightened the bent parts 2 or 3 times and now they cannot be straightened anymore. MDR filed.